Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis the device was returned with the balloon in a post-inflated state and no twist was visible. The device was flushed, and a 0.014¿ guidewire could not be loaded through the balloon due to the condition of the device. An indeflator was attached to the device but the balloon could not be inflated. During the inflation attempt water leaked out through the tip indicating a leak between the inner and outer lumen image analysis: customer returned two images for evaluation. Both images depicts the product label of the chocolate balloon on the shelf carton, the lot number recorded on the product label correlates with the complaint on gch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician attempted to use a chocolate pta balloon with a 6fr non-medtronic sheath and a non-medtronic guidewire during treatment of a 100mm calcified lesion the patient¿s left mid tibial/popliteal trunk posterior tibial artery. Severe vessel calcification was reported. Lesion exhibited cto (chronic total occlusion-100%) stenosis. Artery diameter reported as 3mm. A non-medtronic inflation device was used for balloon inflation. Normal saline and contrast agent 1:1 mixture inflation fluid was used. A balloon twist was reported, a dog-bone/twist was not visible within the balloon in the vessel. The twist was noted at 10 standard pressures. A rewrap tool was not used. The device was safely removed from the patient. The chocolate balloon was replaced with a non-medtronic regular balloon for dilation and the surgery was completed. No patient injury reported. When the device was returned for evaluation, it was noted that there was a leak on the tip of the device.